Event description:
The company representative reported that during a preventative maintenance, the fiber optic module connection to bedside monitor was broken, would not lock in cable. Module worked otu but could be intermittent. It was also found that unit failed the k6, k6a, k7 and k8 leak test. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company representative proceeded as precautionary step proceeded to replace the fiber optic module" (part #0997-00-1161e). The pm was completed, performed the functional tests and safety checks to factory specifications the pump was returned to the customer. The parts replaced were received by the manufacturing facility at (B)(4) for evaluation. The test to the drive assembly showed that there was no failure. The j5 connector on part #0670-00-0771 board was intact. Similarly, the evaluation performed to the fiber optic module resulted that was in good operational conditions and it was returned into stock. (B)(4).